Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they had bad back, upper back, and neck pain so they recently underwent chiropractic adjustments of their upper back, shoulders, and neck even though they knew they should consult with their implanting physician prior. On (B)(6) 2016 they no longer felt stimulation on their currently assigned group even when increasing the amplitude past the point at which they would have previously felt very uncomfortable stimulation. At the current time no diagnostics or troubleshooting had been performed as the consumer didn¿t have a local pain physician and was implanted out of the area. The consumer was advised to use their patient programmer (pp) to select another group to determine if they could feel stimulation with alternative program parameters, but it was unknown if the issue was resolved.